Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the left femoral artery. The 90% stenosed 24 x 3.5-4.0mm lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). There was a moderate bend in the vessel proximal to the lesion. Initially, the lesion was treated successfully with rotational atherectomy. Then an ion stent was successfully deployed in the mid to distal lad. The physician advanced the 3.5x28mm ion monorail drug-eluting stent, however the stent delivery system (sds) was unable to cross the lesion. Upon removal, the physician noted that the proximal portion of the stent was severely damaged. The physician noted that the stent "felt funny" upon advancing the sds to the lesion. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is okay.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a taxus element/ion stent delivery system (sds) with stent. There was blood and contrast in the wire lumen. The balloon was tightly folded. There were bent and flared struts in the first through fourth rows of stent struts on the proximal end of the stent. There was no evidence of material or manufacturing deficiencies that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Vascular access was gained via the left femoral artery. The 90% stenosed 24 x 3.5-4.0mm lesion was located in the severely calcified and mildly tortuous left anterior descending artery (lad). There was a moderate bend in the vessel proximal to the lesion. Initially, the lesion was treated successfully with rotational atherectomy. Then an ion stent was successfully deployed in the mid to distal lad. The physician advanced the 3.5x28mm ion monorail drug-eluting stent, however the stent delivery system (sds) was unable to cross the lesion. Upon removal, the physician noted that the proximal portion of the stent was severely damaged. The physician noted that the stent "felt funny" upon advancing the sds to the lesion. The procedure was completed with another of the same devices. No patient complications were reported, and patient status is okay.

Manufacturer narrative:
Device is a combination product. (B)(4).